Event description:
The customer reported the system displayed a generator failure error message at boot up.

Manufacturer narrative:
The ge service rep could not duplicate the problem. He performed a filament calibration. The rep verified system boot and fluoro function. The system operates as intended.